Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. The device display was found to shut down within a few seconds and a 10 beep watchdog alarm was triggered. With this condition the device was unable to operate for more than a few seconds. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection revealed instrument board u21 pin 1 to 6 has failed. The 10 beeps anomaly was observed due to a defective instrument board caused by u21 (current limiter ic) failure.

Event description:
The customer reported the unit turns itself off after a few seconds when docked, but works normally when not docked. No consequences or impact to patient were reported.